Event description:
It was reported that the insulation of the 5mm fenestrated schertel grasper instrument sheared off when the instrument rubbed against the trocar. No pieces fell inside of the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been received. A follow-up medwatch report will be sent upon return and evaluation of the instrument. Per the case notes, no instrument components fell inside of the patient.